Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-oct-2018 with the following findings: a review of the black box contained no call service 162 ¿loss of prime" events. The force sensor calibration test confirmed the force sensor was within specifications. The alleged loss of prime issue was unable to be duplicated during testing. Unrelated to the original complaint, the display was dim and faded with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.